Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that the procedure on (B)(6) 2009 was to treat a lesion in the mid left anterior descending artery (lad) with a 90% stenosis. The target lesion was treated with pre-dilatation and placement of a 2.5 x 12 mm promus stent. Post-dilatation was performed with end results of 19% residual stenosis. The subject was discharged (B)(6) 2009 on aspirin and clopidogrel. The site reported an event of cardiac chest pain with an onset of (B)(6) 2011. The subject was hospitalized on (B)(6) 2011, 567 days post index procedure, and treated with revascularization to the target and non-target vessel. The target lesion located in the mid lad had an 80% stenosis and was treated with drug eluting stent placement with 0% residual stenosis. The event resolved without residual effects and the subject was discharged on (B)(6) 2011. No additional information was provided.